Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received higher sensor scan results of 217 mg/dl compared to readings of 111 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. Error code 11 with leak_detected is an indication the patch algorithm determined there was evidence of moisture ingress in the patch circuitry. A further extended investigation was conducted. A review of the case history was performed. A visual inspection was performed using a digital microscope on the returned puck; no damage or other abnormalities was observed. The initial scan was reviewed and puck was found to be in state 8 (indicating error termination).the device was brought to the bench for testing. A source measurement unit (smu) test was performed to assess the functionality of the returned puck and verify the accuracy of its readings. It was observed that the puck transitioned to state 4 (active paired), indicating that the puck moved to a normal operation mode and was fully functional. The puck¿s electrical currents were measured and were found to be within specification, confirming the absence of accuracy issues. Additionally, a poise voltage test was performed and results were within specification indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. Sensor thermistor testing was observed to be within specification indicating that the puck's thermistor was fully functional. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of a product malfunction was found during the investigation, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received higher sensor scan results of 217 mg/dl compared to readings of 111 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.